Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, the unit would not have slipped. The device history record review showed no abnormalities related to reported incident. There were no any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint reported cannot be confirmed. No issues observed. Root cause for slip cannot be determined.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, the doctor moved the patient and the a3059 mayfield composite series skull clamp slipped. Additional information received on (B)(6) 2018 indicating that a (B)(6)-year-old male patient underwent a c1-t2 posterior spinal fusion procedure. The patient was positioned prone and was not repositioned. The patient incurred an approximately three (3) inch laceration on the right side of the head which was sutured by the surgeon. The device was in use for about 5 minutes before the incident occurred. There were adjustments made to the clamp after the product problem occurred.

Manufacturer narrative:
Medwatch report was received on 09apr2018 with u/f importer report number (B)(4).